Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had unstable thresholds and sensing and was found to be dislodged. The lead was repositioned. Shortly thereafter the patient complained of pain and a small effusion was found. The lead was revised again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.